Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the spring arm's cover broke off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with surgical light ¿ powerled ii. As it was stated, the rear cover came off from spring arm and fell down during the operating procedure, however fortunately not on the sterile field nor the patient. There was no injury reported however we decided to report the issue in abundance of caution as any falling parts might cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to the detaching part and it contributed to incident. In the time when the event occurred the device was being used for patient treatment. During the investigation it was found that this event is the 2nd case reported to getinge regarding detachment of the cover on the powerled. The reported scenario has never led to serious injury or worse. The manufacturer has performed an investigation for that case. According to the results of the investigation there are two factors that could cause a fall of the plastic cover. Potential root causes of the fall might be due to an incorrect attachment of the dust cover during installation on-site or a detachment might happened due to repeated collisions. Collisions could occur during handling of the device, however they are considered as an inappropriate use of the device by user. The operating manual includes the instructions to pre-position the arms prior to use in order to prevent damages. We believe that overall the devices in the market related to this issue perform correctly and that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).